Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) ranged between 200-465 mg/dl. Correction boluses were delivered to address the bg levels. Supply changes were performed to address the past occlusion alarms. A system check was performed using the current supplies and the occlusion was found to be within the infusion tubing. An infusion set tubing change was performed resolving the current occlusion alarm. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support advised the customer to discuss other insulin types as apidra is contraindicated for use with the pump.